Event description:
To a highly calcified cto lesion at mid of lad, corsair catheter was advanced to cross the lesion, then the catheter was trapped by the lesion. After some attempt for removal, the catheter could be removed out, however, it was found that the tip of the catheter was broken apart and remaining in the lesion. A stent was deployed to embed the separated tip against the vessel wall.

Manufacturer narrative:
Only the proximal shaft was returned to manufacturer, the tip of corsair catheter was broken and separated. Shaft strand was slightly loosened supposedly due to the rotational force applied to the products during use. The guidewire used in combination was not returned so that investigation could not be conducted. IFU describes in the section of contraindications and prohibition; "do not use in advanced calcified lesions." Warning section describes; "if any resistance or something abnormal is felt when operating this product. Do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter." Also, "always advance the guidewire ahead of the microcatheter before attempting any manipulation of the microcatheter. (If the guidewire is not advanced ahead of the microcatheter, or the microcatheter may be damaged.